Manufacturer narrative:
A ge service representative performed an onsite investigation. Connections on the power signal interface pcb were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Further information was received from the field service engineer determining that the error caused the system to lock up. No patient serious injury or death was reported related to this event.